Event description:
A nurse reported the system was not acting right, did not sound right and the suction was slow during a cataract case. The system was exchanged to complete the case. There was no impact to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer was able to resolve the issue remotely. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on october 27, 2005. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).